Event description:
It was reported that the patient was admitted to emergency after receiving five inappropriate hv therapies due to rv lead noise. The lead was replaced together with the ICD that had short remaining longevity (elective replacement of ICD). No consequences for the patient were reported.

Manufacturer narrative:
(B)(4). External insulation abrasion was found at 11.6-12.4cm from the connector pin consistent with friction to device can. The etfe coating of one re cable and ptfe tubing of inner coil found abraded exposing the inner coil at the same location. This is consistent with the field observation of noise when the lead was in contact with the device.